Manufacturer narrative:
(B)(4): correction: upon further review of the complaint, it was noticed that report number 3004753838-2016-56051 was reported in error as a duplicate. All information in that report was previously reported in report number 3004753838-2016-56052. Please disregard all reports for 3004753838-2016-56051.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver experienced multiple disconnections. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver experienced multiple disconnections.